Event description:
This lead was implanted on (B)(6) 1988 and was explanted on (B)(6) 2011 due to ra and rv clot. The physician was dr.(B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).